Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te messages) was confirmed. Upon investigation the electrode belt ECG "a&b" cable and the front therapy electrode cable was cut and severed, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving check therapy electrode messages.